Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4). (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hcg + beta test system (hcgb) on a cobas 6000 e 601 module (e601). The erroneous result was not reported outside of the laboratory. The sample was diluted 100 times and then initially tested, resulting as 12.18 miu/ml. The sample was then repeated, resulting as > 10000 miu/ml. The sample was diluted 100 times and then repeated a second time, resulting as 113513 miu/ml. The value of 113513 miu/ml was believed to be correct as it was consistent with the patient's condition. The patient was pregnant. No adverse events were alleged to have occured with the patient. The hcgb reagent lot number was 240444. The reagent expiration date was asked for, but not provided. The customer does not use quality controls. The customer changed the time on the analyzer software in order to use calibrator material that was expired. The customer did not execute daily maintenance for a long time. The provided calibration signals were within expectations. The investigation was unable to find a definitive root cause.